Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be severely tortuous. It was reported that due to the lengthy procedural duration the pt's left iliac artery became partially occluded one day post-operatively. The partial occlusion was distal to the stent grafts. It was reported that a thrombectomy was successfully performed. Good blood perfusion was noted and both feet were warm post-operatively. No additional sequelae were reported and the pt is reported to be fine.